Manufacturer narrative:
One device was returned for repair. There was no physical damage found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error log could not be extracted. Functional testing was unable to duplicate the reported problem. Cause of the error 1310 problem was product specifications. For the periodic inspection date alarm, replaced lithium battery and backup capacitor. For error 1310, preventively, software re-install. Device passed functional tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an alarm. The event occurred before patient use, during testing. There was no patient involvement.